Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices and the patient lost therapy. This occurred after the patient had an unrelated procedure on (B)(6) 2021 where the ipg was not placed in surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. There were no complications during the procedure.